Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the provided medical records notes no complications during the initial tha. DHR was reviewed and no discrepancies were found. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the pseudotumor was debrided and dark fluid was encountered. The stem and cup were well fixed, so an eto was performed to remove the stem, and all products were removed. Competitor's products placed with fracture noted. A definitive root cause cannot be determined.   If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02822.

Event description:
It was reported by patients' legal counsel right tha performed. Subsequently right tha revision of all components performed eight (8) years post implantation. Surgeon noted pseudotumor and corrosion. Competitor product implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2022 - 00042. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.